Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers failed with device management and communication errors. A field service engineer (fse) reseated the row board cable on trays and the controller board, then ran a hardware test confirming proper device functionality in hardware test application. The cubie was removed, and the web application was launched, allowing recovery. After reloading the cubie, the device operated correctly. A hardware test was performed, and the customer inventoried medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and displayed a ¿device management¿ and an ¿unable to communicate¿ error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.